Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed stuck button. Customer's blood glucose level was not reported. The buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and selftest. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly and the connector on electrical board was locked properly during visual inspection.